Event description:
It was reported that during a ureteral stenting procedure, a catheter tip detachment occurred. The location of the lesion was unspecified. Upon attempting to insert a flexima regular nephrostomy catheter system, the tip of the catheter detached. A snare was used to retrieve the catheter tip successfully. The procedure was completed successfully with another of the same device. No further pt injuries or complications were reported. The pt's status was reported as "fine"

Manufacturer narrative:
The complainant indicated that the catheter system will be returned for evaluation; therefore a failure analysis of the complaint catheter system could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.